Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime/a33, excessive no delivery alarm, occlusion and displacement tests. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
Customer reported via phone, she has been experiencing high blood glucose over 300 mg/dl, treated with manual injections. Symptoms were nausea and vision problems. Troubleshooting was performed. High blood glucose occurred about four weeks ago. Customer reported the drive support cap was sticking out. The device is being replaced due to drive support cap. Customer agreed to return the device for further analysis.